Manufacturer narrative:
Patient reported an infection on the finger that he is concerned may be linked to the triad alcohol prep pads included in the inratio starter kit on (B)(6) 2011. Starter kit along with four alcohol prep pads was shipped to the patient on (B)(6) 2009 through alere home monitoring. Alere home monitoring did not send boxes of 100 alcohol prep pads to the patient, so the only exposure he would have to the possible pads in question would be in the original shipment of the starter kit. Information provided by the patient cannot definitively rule out that patient's infection was caused by the pads, but the likelihood of this is low based on the original ship date of the starter kit. Patients with concerns regarding the triad alcohol prep pads have been advised to contact physicians directly for medical advice. The link to the triad website and phone number to contact are also provided for the customer. Alere home monitoring will forward information from customer.

Event description:
Patient contacted alere home monitoring on (B)(6) 2011 inquiring about the alcohol pad recall. He had an infection on his finger that the doctor has not been able to explain. He is currently taking antibiotics and is worried because he has a pacemaker and he could possibly be infected from the alcohol prep pad.